Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped tissue, but failed to release from the catheter inside the patient. The clip was then detached and was later found in working channel of the scope. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) clip would not release from catheter. Although the device has been received for analysis, the failure analysis of the complaint device has not been completed. Upon completion, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation it was noticed that the clip assembly was fully deployed and not returned. The control wire was separated per design. The over sheath assembly was not returned. Although failures were observed, problem as reported could not be confirmed. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A DHR review was performed by (B)(4) for lot number ml000556c3. All acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution hemostasis clipping device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip grasped tissue, but failed to release from the catheter inside the patient. The clip was then detached and was later found in working channel of the scope. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.